Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created by a maude database search on 02november 2021 & finding maude report (B)(4). The facility account & contact information for this report are not indicated & not known. The current conmed complaint database was researched for this event & there were no existing findings that match the event date of (B)(6) 2021 and incident description. It was noted upon removal of uterus during a robotic hysterectomy that the end of the uterine manipulator had broken into multiple pieces during the process. All pieces were recovered. The maude report was filed as a device malfunction only as ¿material fragmentation¿ (not adverse event) and other than the reporter is a risk manager, there is no other information available. Although there is limited information on this reported issue, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as the vcare broke while in use and the pieces were removed.

Event description:
This complaint was created by a maude database search on 02november 2021 & finding maude report 12432665. The facility account & contact information for this report are not indicated & not known. The current conmed complaint database was researched for this event & there were no existing findings that match the event date of (B)(6) 2021 and incident description. It was noted upon removal of uterus during a robotic hysterectomy that the end of the uterine manipulator had broken into multiple pieces during the process. All pieces were recovered. The maude report was filed as a device malfunction only as ¿material fragmentation¿ (not adverse event) and other than the reporter is a risk manager, there is no other information available. Although there is limited information on this reported issue, this incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as the vcare broke while in use and the pieces were removed.

Manufacturer narrative:
Investigation of the customer's complaint is inconclusive. The device in question is not available for evaluation by conmed. No photographic evidence was provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 33 complaints, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(6)devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. The cup locking mechanism must be locked at all times when using. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures stop all manipulation immediately, remove vcare & replace with new vcare. IFU gives specific direction as to safely & carefully removing the vcare after use. IFU advises to fully aspirate air from intrauterine balloon to deflate. This allows intrauterine balloon to be removed from uterus. Unlock locking mechanism & retract to the handle. Swipe finger around edge of vaginal cup & separate the tissue from the cup to prevent tissue damage. Fully retract vaginal cup to the handle. Carefully remove device from vagina. Dont use excessive force to avoid traumatizing the vaginal canal. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety.